Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV", "rupture", "implant hardness", "nonfocal pain". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and crease flat. A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on radius assessed as surgical impact.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV", "rupture", "implant hardness", "nonfocal pain". Device has been explanted.